Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 5-may-2018 with the following findings: review of the black box data revealed an unexplained power on reset event on (B)(6) 2018; delivery never resumed. A replace cartridge alarm was recorded on (B)(6) 2018 followed by a pump not primed warning and a power on reset associated with battery change. On investigation, the battery compartment was cracked and there was moisture corrosion inside the battery compartment. The returned battery cap was missing the cap spring and was, therefore, unable to secure to the pump properly to hold electrical current. With the damaged cap in place, the pump was not able to power on, duplicating the power complaint. With a test cap in place, the pump was able to power on and was exercised for 24 hours without any further interruption in power. The total daily doses added up to correctly reflect the user¿s programmed basal rates. Accuracy testing showed the pump was delivering accurately and within range. Leak testing revealed moisture ingress at the site of the battery compartment crack. There was no evidence of damage, defect or contamination inside the pump¿s interior compartment.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced on (B)(6) 2018 a blood glucose of 600mg/dl, with moderate ketones, nausea, vomiting, polydipsia, and polyuria, associated with an alleged intermittent power issue with damage and moisture. Reportedly, the patient discontinued pump therapy, and was treated by their healthcare provider with phone advice and insulin via injection. During troubleshooting with customer technical support, it was revealed the pump basal rate had been adjusted. The pump had intermittent power, moisture in the battery compartment, and a missing spring in the battery compartment cap. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an intermittent power issue.